Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare was notified that images on the eye station camera were coming in solarized, making the images difficult to read. This resulted in a delay in care as patients had to be rescheduled until a new camera could be received. There is no indication of any harm to patients as a result of this issue. (B)(4).

Manufacturer narrative:
The following information was sent in the follow-up report. Additional narrative: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 07/20/2016. The camera was returned on 07/21/2016. The product was evaluated and it was determined there was hardware failure and the camera was showing intermittent loss of the center part of an image. The camera head was replaced and the product was returned to service stock. On 04/07/2016, the customer reported the replacement camera did not work (reference report (B)(4) and another camera was sent for replacement. The issue was resolved. Method code: 10: actual device evaluated. Results code: 140: wear problem. Corrected data: name and address updated. Device evaluated by manufacturer changed from no to yes. Conclusion code changed from 11: conclusion not yet available- evaluation in progress to 51: maintenance deficiency. If remedial action initiated: replace checked.